Event description:
Medtronic synchromed programmable pump delivered more than expected volume following pump refill and programming. There have been 3 times that there was a discrepancy between the predicted and actual reservoir volume. The catheter port study showed no catheter breaks/extravasation and imaging showed no kinks.